Manufacturer narrative:
Correction - the unique identifier number was updated in section d4 based on the returned product.

Event description:
It was reported the patient received the following results within 15 minutes: 256 mg/dl, 114 mg/dl, and 98 mg/dl.